Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (06/25/2014). Product not yet returned.

Event description:
Consumer complaint of erratic blood results. When meter result is compared to result from physician's meter, it was about 75 points off. No adverse event reported.